Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased sensing integrity counter (sic), t-wave oversensing (twos), and noise. A fracture was suspected, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.